Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms with loss of capture (loc) few days after device changeout. The patient was checked and noted an underlying rhythm at 40 beats per minute (bpm). Boston scientific technical services (ts) discussed the possible cause of the issue and ways in troubleshooting. A revision procedure was done in which the pacemaker device was taken out of the pocket and the rv lead popped right out when pulled by the physician. They believed that the lead was not fully inserted originally from the previous device changeout. The physician reinserted the rv lead and reimplanted the device then all the measurements were taken and fine. At this time, the system still remains in service .no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.